Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, deflation and concern of textured implant device.

Event description:
Health care professional reported right side deflation with pain and implant exchange from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an opening on radius, white calcification on the shell, wear abrasion, and crease fold. Leak test and microscopic analysis was performed which identified, a striated opening on radius, total delamination on plug strap disk shell (adhesive failure), and striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening on radius assessed, as surgical damage. Total delamination on plug strap disk shell assessed, as adhesive failure. Striated broken on plug strap assessed, as surgical damage.

Event description:
Device has been explanted and replaced.